Event description:
It was reported that after the implant procedure the device was interrogated and the atrial lead exhibited a loss of capture. A chest x-ray was performed which revealed that the lead had dislodged. On (B)(6) 2017 the lead was successfully repositioned. At post-op check on (B)(6) 2017 the patient was in stable condition and the lead exhibited normal function.